Event description:
Complainant alleged during a cardioversion, the device failed to cardiovert the pt. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was nay adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.